Event description:
It was reported that charging cable was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer technical support arranged replacement charging supplies to be shipped to customer with two-day delivery.